Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ normal saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated. There was no report of death, serious injury, or medical intervention. The patient involved was a (B)(6) male pediatric cardiac patient, with a PICC line, hypoplastic left heart syndrome, and had blood (+) for serratia marcescens on (B)(6) 2018. The 10 ml bd posiflush¿ normal saline syringe, in 10 ml syringes were used for IV flushes as well as irrigation and suctioning of the endotracheal tube.

Manufacturer narrative:
No samples were provided for evaluation. There was no documentation of issues for the complaint of these batchs# during this production run. All our inspections performed while manufacturing these batch #s were accepted; no rejections were documented. Controls in place at the manufacturing site: bioburden tested on a weekly basis. An overkill sterilization process is used. Environmental testing within the filling area is done on a biweekly basis. The sterilization process is challenged and re-qualified annually. The solution is filtered twice before it is filled in syringes (note: once when transferring to the hold tank and again at the fill machine). Endotoxin testing is performed on each batch. Fill room operators are trained and qualified on gowning for the fill room environment on an annual basis. Weekly bioburden testing on the components used to assemble the syringes. Continuous online monitoring of the wfi (water for injection) water quality (note: this is for toc (total organic carbon) and conductivity, not microbial. Weekly bioburden and endotoxin testing of the usp (united states pharmacopeia) purified water and wfi systems. Weekly endotoxin testing of the pure steam system. Each sterilizer is thoroughly validated before use for posiflush sterilization. A three year review of complaints, environmental monitoring results, water testing results, and quality notifications have confirmed that the serratia marcescens organism has not been recovered in the columbus ne plant. In addition, the posiflush product produced within columbus is terminally sterilized through steam sterilization which is requalified annually. Furthermore, there is no morphological evidence of serratia marcescens ability to survive the steam conditions1 used to sterilize the posiflush product manufactured in the columbus & drogheda plants. For validation, bd columbus & bd drogheda uses the spore forming, rod-shaped, gram-positive, thermophile geobacillus stearothermophillus as our biological indicator, along with bacillus atrophaeus. The formation of endospores has not been reported in any species of serratia, thus its resistance to steam sterilization is scientifically remote, further it is a motile organism with growing temperatures ranging from 5¿40 °c, which is well below our 121 °c processing temperatures. Product within specification? Yes, no. Root cause could not be determined. There were no qns issued during the production of this batch# listed in the complaint. All inspections were accepted during the production of these batchs#. There was no issue documented. Root cause is unknown.